Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or a leak or defect with the cycler set. The cause of the peritonitis has not been confirmed. All pd patients are at an increased risk of infection due to a comprised immune system. The culture result of enterococcus faecalis, a normal inhabitant of the gastrointestinal tract, usually results from touch contamination suggesting a possible breach in aseptic technique. Based on the available information and the lack of any allegation of a malfunction or product deficiency against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) had peritonitis and was having their pd catheter (not a fresenius product) removed. Additional information was obtained through follow-up with the pdrn. The patient was scheduled to be seen in the pd clinic with complaints of abdominal pain and cloudy pd effluent. A pd culture was obtained resulting in enterococcus faecalis with a white cell count of 5,899 (unknown units) with 68% polymorphonuclear cells. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2800ml and ip ceftazidime 2g every 5 days (duration unknown). The patient was not hospitalized for this event; however, the pd catheter was scheduled for removal. The patient would complete six weeks of in-center hemodialysis (hd) and then return to pd therapy. At the time of the follow-up, the pd fluid was not clearing, and the patient was not feeling any better. The cause of the peritonitis is unknown. There were no reports of any device malfunction or cycler set leak or defect reported for this event. Per the pdrn the patient is meticulous with pd therapy and their house is always spotless on home visits.